Event description:
The reamer handle broke while reaming. Update april 2, 2015. Evaluation of the complaint sample product found the hudson end was fractured.

Manufacturer narrative:
Examination of the submitted trephine shaft confirmed the end of hudson connection broken from the rest of the component. The root cause of the breakage is being attributed to bending, likely during extraction. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.